Event description:
Per the clinic, the patient experienced intermittencies subsequent to a reported head trauma. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.

Manufacturer narrative:
Per patient's surgeon, the device was explanted on (B)(6) 2012; during the same surgery the patient was reimplanted with a new device. (B)(4). This report is filed (B)(4) 2012.